Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding to customer inputs. Additionally, it was reported that multiple occlusion alarms occurred and the pump shutdown unexpectedly. Customer's blood glucose (bg) level ranged between 54-600 mg/dl and went into diabetic ketoacidosis. Customer went to the ER to address bg level and received a saline drip. Customer stated the cause of the elevated bg level was from using an off-label insulin. Reportedly, the customer continued to use the pump for insulin therapy.